Event description:
Physician reports rupture of the right device diagnosed via ultrasound and capsular contracture grade ii. Ultrasound report shows "intracapsular rupture with silicone free between capsular and device" device has been explanted.

Manufacturer narrative:
Initial reporter name and address: phone number (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior side assessed as a surgical impact opening. (Shell thickness within spec). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Physician reports rupture of the right device diagnosed via ultrasound and capsular contracture grade ii. Ultrasound report shows "intracapsular rupture with silicone free between capsular and device" device has been explanted.